Event description:
It was reported to boston scientific via an article published in the 37th congress of japanese society of endourology and robotics journal that a study was conducted to compare the cost-effectiveness of water vapor thermotherapy (wvtt) with prostatic urethral lift (pul) for japanese men with moderate to severe benign prostatic hyperplasia (bph) from the perspective of public healthcare. Results showed that wvtt was a more effective and less expensive treatment, with higher quality-adjusted life years and lower total costs compared with pul from the first year through life. Wvtt has lower retreatment rate after 5 years and lower incidence of adverse events, such as hematuria after 3 months, dysuria, pelvic pain, and urinary incontinence. The results of this study indicate that wvtt is a more cost-effective treatment than pul.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Citation: fumiaki, e., hisataka, a., georgia, s., kenta, t., rojanasarto, s. Cost-effectiveness of minimally invasive surgical treatments for benign prostatic hyperplasia: a study from the perspective of japanese public payers. The 37th congress of japanese society of endourology and robotics. 1.